Event description:
It was reported that this insertable cardiac monitor (icm) popped out of the incision. The patient has already been checked by the physician, but no new icm was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc therefore product analysis could not be performed. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this insertable cardiac monitor (icm) popped out of the incision. The patient has already been checked by the physician, but no new icm was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of a failure.

Event description:
It was reported that this insertable cardiac monitor (icm) popped out of the incision. The patient has already been checked by the physician, but no new icm was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.